Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("auto immune diagnosis") in a female patient who had essure (batch no. 637215) inserted. On (B)(6)-2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (complete hysterectomy in 2018). Essure was removed in 2018. At the time of the report, the pelvic pain, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she will have to have a total hysterectomy due to the problems associated to essure. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("auto immue diagnosis") in a female patient who had essure (batch no. 637215) inserted. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (complete hysterectomy in 2018) and surgery (complete hysterectomy in 2018). Essure was removed in 2018. At the time of the report, the pelvic pain, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she will have to have a total hysterectomy due to the problems associated to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw507429) on 19-mar-2018. The most recent information was received on 20-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain,"), genital haemorrhage ("bleeding/heavy abnormal bleeding") and autoimmune disorder ("auto immue diagnosis") in a female patient who had essure (batch no. 637215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (complete hysterectomy in 2018). Essure was removed in 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, autoimmune disorder and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: she will have to have a total hysterectomy due to the problems associated to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-nov-2018: summons received: reporters details added. Event abdominal pain, vaginal pain, severe cramping were added. Suspect drug indication added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw507429) on 19-mar-2018. The most recent information was received on 20-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s),/migration of essure device- location of device'), pelvic pain ('pain/pelvic pain,') and genital haemorrhage ('bleeding/heavy abnormal bleeding') in a female patient who had essure (batch no: 637215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included cefixime (flexeril), colecalciferol (cholecalciferol), dexamethasone (deltasone), hydroxychloroquine, levothyroxine, nsaids, oxycodone and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and autoimmune disorder ("auto immue diagnosis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia"), vulvovaginal pain ("vaginal pain"), rash ("skin rash"), migraine ("migraines / headaches"), headache ("migraines / headaches"), depression ("depression"), anxiety ("mental anguish"), cutaneous lupus erythematosus ("cutaneous lupus erythematosus"), raynaud's phenomenon ("raynauds disease") and fibromyalgia ("fibromyalgia") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications),"). The patient was treated with surgery (complete hysterectomy in 2018 and complete hysterectomy in 2018/hysterectomy (full), salpingectomy (bilateral removal of fallopian tub). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, dyspareunia, menorrhagia, vaginal haemorrhage, autoimmune disorder, vulvovaginal pain, rash, migraine, headache, depression, anxiety, cutaneous lupus erythematosus, raynaud's phenomenon and fibromyalgia outcome was unknown and the pelvic pain was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, anxiety, autoimmune disorder, back pain, cutaneous lupus erythematosus, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, raynaud's phenomenon, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she will have to have a total hysterectomy due to the problems associated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion. Pathology test: on (B)(6) 2018: uterus with superficial adenomyosis and serosal endometriosis. Cervix vvth no dysplasia. Spinal x-ray: on (B)(6) 2017: mild straightening of the normal cervical lordosis. Dens between the lateral masses without offset. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dysmenorrhea, nausea, fatigue, chronic back pain, anxiety, depression, skin rash. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is retention case. All the information has been transferred from deletion (B)(4). References, reporters information and events: perforation (fallopian tube(s),/migration of essure device- location of device fallopian tube, pregnancy (no complications), device ineffective pelvic pain back pain abnormal bleeding(vaginal, menorrhagia, skin rash, migraine, headaches, depression, mental anguish, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), cutaneous lupus erythematosus, raynauds disease, fibromyalgiawere added. Pregnancy information were updated. Lab data were updated. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),/migration of essure device- location of device'), pelvic pain ('pain/pelvic pain,') and genital haemorrhage ('bleeding/heavy abnormal bleeding') in a 25-year-old female patient who had essure (batch no. 637215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included cefixime (flexeril), colecalciferol (cholecalciferol), dexamethasone (deltasone), hydroxychloroquine, levothyroxine, nsaids, oxycodone and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and migraine ("migraines / headaches"), 4 months 3 days after insertion of essure. In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and autoimmune disorder ("auto immue diagnosis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), rash ("skin rash/rashes or skin condition type"), headache ("migraines / headaches"), depression ("depression"), anxiety ("mental anguish"), cutaneous lupus erythematosus ("cutaneous lupus erythematosus"), raynaud's phenomenon ("raynauds disease") and fibromyalgia ("fibromyalgia") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications),"). The patient was treated with surgery (complete hysterectomy in 2018, complete hysterectomy in 2018/hysterectomy (full), salpingectomy (bilateral removal of fallopian tub and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, dyspareunia, menorrhagia, vaginal haemorrhage, autoimmune disorder, vulvovaginal pain, rash, migraine, headache, depression, anxiety, cutaneous lupus erythematosus, raynaud's phenomenon and fibromyalgia outcome was unknown and the pelvic pain was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, anxiety, autoimmune disorder, back pain, cutaneous lupus erythematosus, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, raynaud's phenomenon, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she would have to have a total hysterectomy due to the problems associated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus with superficial adenomyosis and serosal endometriosis. Cervix vvth no dysplasia.. Spinal x-ray - on (B)(6) 2017: mild straightening of the normal cervical lordosis. Dens between the lateral masses without offset. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dysmenorrhea, nausea, fatigue, chronic back pain, anxiety, depression, skin rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. Fu 5 and 6 processed together. On 29-jan-2020: pfs received- no new clinical information. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 19-mar-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),/migration of essure device- location of device'), pelvic pain ('pain/pelvic pain,') and genital haemorrhage ('bleeding/heavy abnormal bleeding') in a 25-year-old female patient who had essure (batch no. 637215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bursitis (right hip and left knee) and gerd. Concomitant products included cefixime (flexeril), colecalciferol (cholecalciferol), dexamethasone (deltasone), hydroxychloroquine, levothyroxine, nsaids, oxycodone and paracetamol (acetaminophen). On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and migraine ("migraines / headaches"), 4 months 3 days after insertion of essure. In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and autoimmune disorder ("auto immune diagnosis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), rash ("skin rash/rashes or skin condition type"), headache ("migraines / headaches"), depression ("depression"), anxiety ("mental anguish"), cutaneous lupus erythematosus ("cutaneous lupus erythematosus") with blister, raynaud's phenomenon ("raynauds disease"), fibromyalgia ("fibromyalgia") and inflammation ("inflammation levels have been threw the roof"), was found to have a pregnancy with contraceptive device ("pregnancy (no complications),") and was found to have weight increased ("gained about 100 lbs"). The patient was treated with diclofenac diethylamine (anti inflammatory), chemo and surgery (complete hysterectomy in 2018, complete hysterectomy in 2018/hysterectomy (full), salpingectomy (bilateral removal of fallopian tub and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, dyspareunia, menorrhagia, vaginal haemorrhage, autoimmune disorder, vulvovaginal pain, rash, migraine, headache, depression, anxiety, cutaneous lupus erythematosus, raynaud's phenomenon, fibromyalgia and inflammation outcome was unknown and the pelvic pain and weight increased was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, anxiety, autoimmune disorder, back pain, cutaneous lupus erythematosus, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fibromyalgia, genital haemorrhage, headache, inflammation, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, raynaud's phenomenon, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she would have to have a total hysterectomy due to the problems associated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6)2018: uterus with superficial adenomyosis and serosal endometriosis. Cervix vvth no dysplasia.. Spinal x-ray - on (B)(6)2017: mild straightening of the normal cervical lordosis. Dens between the lateral masses without offset. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dysmenorrhea, nausea, fatigue, chronic back pain, anxiety, depression, skin rash. Concerning the injuries reported in this case the following were reported via social media- weight gain, inflammation, blisters. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: events- weight gain and inflammation added. Blistering added as symptom. Treatment medication added. Social media reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),/migration of essure device- location of device'), pelvic pain ('pain/pelvic pain,') and genital haemorrhage ('bleeding/heavy abnormal bleeding') in a 25-year-old female patient who had essure (batch no. 637215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bursitis (right hip and left knee) and gerd. Concomitant products included cefixime (flexeril), colecalciferol (cholecalciferol), dexamethasone (deltasone), hydroxychloroquine, levothyroxine, nsaids, oxycodone and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and migraine ("migraines / headaches"), 4 months 3 days after insertion of essure. In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and autoimmune disorder ("auto immue diagnosis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), rash ("skin rash/rashes or skin condition type, allergic reaction "), headache ("migraines / headaches"), depression ("depression"), anxiety ("mental anguish"), cutaneous lupus erythematosus ("cutaneous lupus erythematosus") with blister, raynaud's phenomenon ("raynauds disease"), fibromyalgia ("fibromyalgia"), inflammation ("inflammation levels have been threw the roof"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection "), vaginal infection ("vaginal infection "), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"), was found to have a pregnancy with contraceptive device ("pregnancy (no complications),") and was found to have weight increased ("gained about 100 lbs"). The patient was treated with diclofenac diethylamine (anti inflammatory), chemo and surgery (complete hysterectomy in 2018, complete hysterectomy in 2018 /hysterectomy (full), salpingectomy (bilateral removal of fallopian tub and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, dyspareunia, autoimmune disorder, vulvovaginal pain, rash, migraine, headache, depression, anxiety, cutaneous lupus erythematosus, raynaud's phenomenon, fibromyalgia, inflammation, cystitis, vaginal infection, urinary tract infection and vaginal discharge outcome was unknown, the pelvic pain and weight increased was resolving and the genital haemorrhage, menorrhagia, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, anxiety, autoimmune disorder, back pain, bladder disorder, cutaneous lupus erythematosus, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fibromyalgia, genital haemorrhage, headache, inflammation, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, raynaud's phenomenon, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she would have to have a total hysterectomy due to the problems associated to essure. Plaintiff received treatment for pain, bleeding and allergy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus with superficial adenomyosis and serosal endometriosis. Cervix vvth no dysplasia.. Spinal x-ray - on (B)(6) 2017: mild straightening of the normal cervical lordosis. Dens between the lateral masses without offset. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received, essure indication, bladder, urinary problem, bladder infection, vaginal infection, uti, vaginal discharge , event outcome and rcc added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.